Event description:
The intra-aortic balloon was inserted in the or without incident without fluoroscopy. Balloon placement was verified post-operatively for proper placement. Forty-two hrs later the pump console alarmed and blood was noted in the extra-corporal tubing indicative of a leak. The pump was placed on stand-by and the balloon was discontinued soon afterwards.